Manufacturer narrative:
This incident has been recorded under (B)(4) upon completion of investigation a supplemental/final report will be submitted.

Event description:
It was reported that the device skips, and also put holes in skin graft. It is unknown if there was any harm or delay in the event, and it is unknown if an additional graft was taken. Diligence is completed and no additional information is available. No adverse event has been reported as it relates to this event.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device did not pass the rpm test, the control bar was not flush with the master blade, and the calibration was out at the 0 reading; however, the repair was not completed because the customer declined the aging repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.